Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, perhaps biomechanical overload, mobility. Patient has a history of breaking prostheses. Seems of biomechanical overload.